Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to release the plug and the indicator window did not change. There was no reported patient injury. The device will be returned for analysis

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) failed to release the plug and the indicator window did not change. There was no reported patient injury. One non-sterile vascular closure device 5f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f cordis avanti catheter sheath introducer (csi) was returned for analysis with the exoseal unit already inserted. Finally, it was observed that the indicator window was received in the black/white position. Dried blood residues were found inside the unit delivery shaft and plug. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the unit presented a dried blood clogged condition. Attempts to clean the device were performed; however, unsuccessful. An analysis was performed to examine the lock-out plate and assess any transfer of rotary link material. Additionally, the indicator wire rack-to-housing interface was evaluated for any catch points or friction. No anomalies or irregularities were observed during testing. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip end inner diameter was measured and compared and the results were within specification. A high magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ could not be evaluated through analysis of the returned device as the plug was swollen with dried blood and the device clogged with dried blood impeding the testing of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the IFU, which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.